Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. Complaint was confirmed for the broken weld on the crossbrace. The underlying cause could not be identified.

Event description:
Dealer stated that the crossbrace broke at a weld.